Event description:
The complaint is reported as: the cuff on the et tube would not hold pressure and could not be filled with air. The pt was intubated, and the rt noticed audible air leaking around the cuff and attempted to add air to the cuff. Despite several attempts, it did not inflate. The tube needed to be changed out. There was difficulty inserting a new tube, therefore, a smaller size was used. No pt injury reported.

Manufacturer narrative:
Sample has been received, however, investigation was not complete at the time of this report. A f/u report will be submitted when investigation is complete.